Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Customer states that the blood glucose reading is 296 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had minor scratched lcd window and cracked reservoir tube lip.